Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rebn1391 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that after infusion of ancillary therapy they noted the dressing on the exit site was wet. They removed the device .